Event description:
A malfunction alarm was reported by the customer upon starting the pump, indicating a problem coded as 16-0x20e6. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.